Manufacturer narrative:
Batch review performed on 30 march 2026. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0&deg; (k170452) lot 2317070a: (B)(4) items manufactured and released on 23-jan-2024. Expiration date: 08-jan-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0119 humeral reverse hc liner d 36/+0mm (k170452) lot 2336600: (B)(4) items manufactured and released on 18-dec-2023. Expiration date: 29-nov-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0207 lat. Glenosphere 36xd 24.5 (k193175) lot 2336626: (B)(4) items manufactured and released on 29-jan-2024. Expiration date: 10-jan-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 year and 11 months from the primary, the patient came in presenting shoulder instability and the cause is unknown. There was no reported trauma. The surgeon revised the metaphysis to the same size and upsized both the liner and the glenosphere. The surgery was completed successfully.